Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that they wanted to check the implantable neurostimulator (ins) because they noticed that the patient is leaning. It was stated that the patient has had a urinary tract infection and when they cross their legs, they lean. The urinary tract infection is now clear after 3 rounds of antibiotics indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.